Event description:
(As corrected by manufacturer)hospital reported to steris that their system 1 processor aborted during a sterilization cycle. The system 1 printout from the aborted cycle read: ¿sterlization not complete fill problem. See operator manual. ¿other information contained on the print outs for the machine included: ¿alert fill time greater than 2 min. Cycle cancelled: 6:20:46 am chamber opened: 7:30:24 am.¿ an operating room technician released the incompletely processed instrument for clinical use.

Manufacturer narrative:
The system 1 operator released an incompletely processed instrument for use contrary to the device's instructions for use. Based on review of the cylce printouts provided by the facility, it appears that the sterilization exposure cycle was complete, but the system 1 processor had not completed its rinsing cycle at the time of the event. In accordance with normal operating parameters, the sterilizer generated a warning printout indicating that the sterilization cycle had not been completed. In addition, the system 1 processor lcd display generates the following warning when a sterilization cycle is not sucessfully completed: "warning not sterile."a steris clinical education specialist spoke with the hospital the day after the incident and explained that an instrument processed in an incomplete cycle cannot be considered sterile and that steris corporation cannot guarantee sterility of devices processed in system 1 unless the devices are processed in accordance with steris's instruction for processing and use. Steris recommended additional in-service training, which was completed in 2009.the hospital maintains the equipment using its own staff. The steris field service technician has offered to inspect the system 1 unit in question and other units at the facility, but the hospital refused the offer on multiple occasions.the facility has not reported any additional information to steris and steris is not aware of any adverse clinical even associated with this incident.